Event description:
It was reported that during an unknown procedure, the staple line opened after the device was used to resect the diaphragm, twice. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.